Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. No significant events leading to the alarm were observed. The caller stated that the insulin pump was stuck in one place. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.